Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the clip applier and unable to be released. No bent clip tips were observed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not hold the clips and the clips kept falling off. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.